Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rectal bleeding, hematochezia, vaginal bleeding, hypertension, gastroesophageal reflux disease, congestive heart failure and uterine leiomyoma (unspecified location). Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), anxiety ("anxiety"), depression ("depression"), anaemia ("anemia"), fatigue ("fatigue"), procedural pain ("painful post-operative recovery"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), vaginal infection ("irregular vaginal discharge or infection"), vaginal discharge ("irregular vaginal discharge or infection") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on 18-mar-2016. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, anxiety, depression, anaemia, fatigue, procedural pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge and dyspareunia was resolving and the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes on (B)(6) 2015, us renal, clinical information-difficulty voiding and vaginal bleeding. Impression-the bladder empties almost completely after voiding. Examination: pelvic ultrasound with transabdominal, transvaginal, spectral and color doppler evaluation performed. Impression-multiple uterine masses, all likely leiomyomas, some of which extend into a submucosal location, abutting the endometrium. Submucosal masses may be associated with increased cramping and bleeding. The endometrium was within normal limits at 5 mm in thickness. Findings-essure clips are incidentally noted. On (B)(6) 2016, surgical pathology request-gross description-right fallopian tube still attached to the uterus was a coiled wire within lumen. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events vaginal discharge, dysmenorrhea, pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Reporter added. Patient¿s demographic information, relevant history and lab data updated. Event uterine haemorrhage was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding"), rectal haemorrhage ("rectal bleeding"), adhesion ("adhesions") and urinary retention ("urinary retention with incomplete bladder emptying") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection in 2009 and cesarean section. Previously administered products included for pcos: spironolactone. Concurrent conditions included hematochezia, hypertension, gastroesophageal reflux disease, congestive heart failure, cholecystectomy and cholecystitis. Concomitant products included cetirizine hydrochloride (zyrtec), diazepam, doxycycline (vibramycin) since 12-jan-2016, etodolac since 6-sep-2016, ibuprofen, normensal (ortho-novum 1/35) since 12-jan-2016, obetrol (adderall), omeprazole (prilosec), paracetamol (tylenol), quetiapine since 6-dec-2014 and spironolactone. On (B)(6) 2011, the patient had essure inserted. In march 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast infections") and uterine leiomyoma ("fibroids/other injuries and complications uterine leiomyoma/uterine fibroid"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced polycystic ovaries ("reproductive system disorder/condition type of disorder: pcos (polycystic ovary syndrome)") and urinary retention (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), anxiety ("anxiety/psychological or psychiatric problems anxiety"), depression ("depression/psychological or psychiatric problems depression"), anaemia ("anemia"), fatigue ("fatigue/fatigue"), procedural pain ("painful post-operative recovery"), abdominal pain lower ("severe lower abdominal pain/lower abdominal pain"), back pain ("severe back pain/back pain"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal infection ("irregular vaginal discharge or infection"), vaginal discharge ("irregular vaginal discharge or infection/vaginal discharge"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast infections"), fungal infection ("infection (bladder/ urinary tract/vaginal) type:yeast infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cellulitis ("rashes or skin condition type: skin infection-cellulitis"), subcutaneous abscess ("rashes or skin condition type: abscess"), skin infection ("skin conditions(skin infections)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), hernia ("gastrointestinal digestive system condition type: hernia") and visual impairment ("vision problem"). The patient was treated with cyanocobalamin (vitamin b12), vitamins, metronidazole, doxycycline, surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices), surgery (lysis of adhesion), alternative therapy (ablation), alternative therapy (ceased sexual intercourse), alternative therapy (ceased sexual intercourse), alternative therapy (excedrin and glasses), alternative therapy (excedrin and glasses), alternative therapy (periodonititis treatment, medication to the gums), alternative therapy (weight loss medication) and alternative therapy (provided prescription and done testing). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, anxiety, depression, anaemia, fatigue, procedural pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge and dyspareunia was resolving and the uterine haemorrhage, rectal haemorrhage, adhesion, vaginal haemorrhage, cystitis, bacterial vaginosis, fungal infection, female sexual dysfunction, cellulitis, subcutaneous abscess, skin infection, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, uterine leiomyoma, tooth disorder, weight increased, hernia, urinary retention and visual impairment outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, adhesion, anaemia, anxiety, back pain, bacterial vaginosis, bladder disorder, cellulitis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hernia, menorrhagia, migraine, pelvic pain, polycystic ovaries, procedural pain, rectal haemorrhage, skin infection, subcutaneous abscess, tooth disorder, urinary retention, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Pain and majority of symptoms decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 5-jan-2012: confirming full occlusion of fallopian tubes then total bilateral occlusion on (B)(6) 2015, us renal, clinical information-difficulty voiding and vaginal bleeding. Impression-the bladder empties almost completely after voiding. Examination: pelvic ultrasound with transabdominal, transvaginal, spectral and color doppler evaluation performed. Impression-multiple uterine masses, all likely leiomyomas, some of which extend into a submucosal location, abutting the endometrium. Submucosal masses may be associated with increased cramping and bleeding. The endometrium was within normal limits at 5 mm in thickness. Findings-essure clips are incidentally noted. On (B)(6) 2016, surgical pathology request-gross description-right fallopian tube still attached to the uterus was a coiled wire within lumen. Patient had abdominal x-ray and ultrasound for uterine leiomyoma and uterine fibroid on 06-dec-2014, abdominal CT showed dilated fluid-filled distal esophagus and small to moderate size hiatal hernia likely accounting for the patients epigastric pain and nausea. Contrast is present in the stomach distal to the hiatal hernia, 4.8 cm hepatic mass has imaging features compatible with of hemangioma, fibroid uterus. On (B)(6) 2015: pelvic ultrasound with transabdominal, transvaginal, spectral and color doppler evaluation performed impression-multiple uterine masses, all likely leiomyomas, some of which extend into a submucosal location, abutting the endometrium. Submucosal masses may be associated with increased cramping and bleeding. The endometrium is within normal limits at 5 mm in thickness. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), vaginal discharge, dysmenorrhea, pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems (depression, anxiety), rashes or skin conditions(skin infections), bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: pcos (polycystic ovary syndrome) and fibroids, dental problems, fatigue, weight gain, gastrointestinal or digestive system condition type: hernia, other injury(ies) or complication (s) uterine leiomyoma, rectal bleeding and adhesion were added. Patient's laboratory data was added, patient's concomitant medications were added. On (B)(6) 2018: medical records received. Patient's medical history, concurrent conditions and laboratory data was added.follow up 2 and 3 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge or infection"), vaginal infection ("irregular vaginal discharge or infection"), anaemia ("anemia"), depression ("depression"), weight fluctuation ("weight fluctuation"), anxiety ("anxiety"), fatigue ("fatigue") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, vaginal discharge, vaginal infection, anaemia, depression, weight fluctuation, anxiety, fatigue and procedural pain was resolving. The reporter considered abdominal pain lower, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.